Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel® dxc 600i synchron® access® clinical system for one patient.customer tested a patient sample for accutni and obtained a result of 14.46ng/ml which upon repeat the next day gave a result of 0.02ng/ml. Another sample was obtained from this patient and gave a result of 0.03 and upon repeat gave the same result.the erroneous result was reported outside of the laboratory.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample 1 was serum and sample 2 was li heparin plasma. Both samples were centrifuged for 8 minutes at 3500 rpm. System check performed was within specifications.qc was within the customer's established ranges prior to and after the event.there have been no further issues with elevated results and the customer declined service.a clear root cause for this event has not been determined to date.